Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, while engaging the coronary sinus with worley coronary sinus delivery system, it was noted that coronary sinus was dissected. No intervention was performed, and procedure completed successfully. Patient condition was stable.